Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a 28-alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing and a review of the alarm log were performed. The log review identified an f28 alarm. The cause of the condition was determined to be from a damaged central processing unit (cpu). The device was swapped since there was no cpu board available. Should additional relevant information become available, a supplemental report will be submitted